Event description:
It was reported that the zirconia abutment fractured. No occlusion issues.

Manufacturer narrative:
Upon visual inspection, the zirconia abutment was fractured. The titanium ring was not returned. Due to the damage to the abutment, it could not be confirmed whether additional modifications had been made by the customer. The lot number was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.